Manufacturer narrative:
Update to incident description: in additional related complaints, the patient alleged obtaining results (actual results not provided) using the subject device which he alleged were low compared to an unknown reading and a reading of 102mg/dl obtained using another device (brand unknown).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 29, 2016 the lay user/patient contacted lifescan alleging that his onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened again to the original call recording. The patient stated that the meter issue began on (B)(6) 2016 early in the morning when he alleged obtaining blood glucose results of 102, 144 and 62mg/dl using the subject device, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. In a related complaint involving the same subject device and strips (lot # 3825696) the patient stated experiencing recurring power issues with the meter as it would allegedly not hold charge. The patient manages his diabetes using metformin, januvia, novolog and lantus and reportedly increased his dose of novolog insulin by up to an additional 8 units. The patient claimed experiencing symptoms of sweating and blurred vision approximately 1 hour after the alleged issue began. The patient stated that he was hospitalized and received hcp treatment of IV glucose on (B)(6) 2016. The patient stated that his blood glucose was measured using a hospital meter with a reading of 102mg/dl at the time of the alleged issue. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, an approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were not expired. The csr also noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of serious injury after the alleged meter issue began, and received hcp hospital treatment due to the reported issue.